Manufacturer narrative:
The device was not returned for evaluation. The user reported that the cannula had dislodged from the infusion site and was possibly bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / page 34 warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported high blood glucose, reaching 340mg/dl, after the cannula popped out. He also stated that the cannula appeared possibly bent when the pod was removed. Treatment included bolusing, exercising, and changing the pod. The patient temporarily reduced his basal for an hour prior to his blood glucose levels increasing. The device had been worn on the arm for between 4 and 24 hours. The patient's blood glucose at 3:00am was between 250-340mg/dl. He gave a bolus at 8:00am and dropped to 270mg/dl. He did a work out which dropped his levels but he went back up to 310mg/dl. At the time of call, the patient's blood glucose read 300mg/dl.

Manufacturer narrative:
The returned device was evaluated and no damages or defects were observed that would cause the cannula to dislodge. No issues were observed with the exposed portion of the soft cannula and fluid was observed passing through successfully. The device was received with cracks in the top housing. Upon removing the top housing, corrosion and fluid residue were observed within the device. The top housing damage was determined to have allowed fluid into the device. It cannot be determined when the damage occurred. The download data returned an alarm. The exact cause of the hazard alarm during operation could not be conclusively determined.